Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified anatomy/other devices and/or inadvertent mishandling resulted in the reported tip material separation/noted core/coils/polymer coating bends and separations, the noted stretched coils and the noted torn polymer coating. As reported, an unspecified balloon was used to embed the tip into a mildly diseased vessel wall tissue. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly calcified peroneal artery. A 10cm hi-torque command 18 guide wire accessed the peroneal artery via the left common femoral artery. During advancement, the guide wire tip separated and an unspecified balloon was used to embed the tip into a mildly diseased vessel wall tissue. This concluded the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.